Event description:
It was reported that the patient faced an event where infusion set patch did not stick to skin upon insertion on (B)(6) 2026 and experienced hyperglycemia treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.